Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an alert 38 (motor stall), with blood glucose measured at 253 mg/dl. The user identified a bent connector and performed a full supply change to resume insulin delivery. No outside medical intervention was required.